Manufacturer narrative:
Results: the neuron 6f 070 delivery catheter (neuron 070) was ovalized approximately 99.0, 103.5, 106.5 and 108.0 cm from the hub. Conclusions: evaluation of the returned device revealed that the neuron 070 was ovalized. If the device is improperly handled during transit or not properly stored after received by the hospital, damage such as this may occur. Since the product display box was not returned to penumbra, the root cause of the damage could not be determined. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the physician noticed that the neuron 6f 070 delivery catheter (neuron 070) was "scrunched"/"kneaded" upon removal from the packaging box. The damaged neuron 070 was found prior to use and therefore, was not used for the procedure. The procedure was completed using a new neuron 070.